Event description:
A report was received that the patient experienced a mild rash and hives. The patient also believes that tape with latex was used following her initial implant procedure caused the event. Medication was provided to the patient. The physician believes this event is related to the patient's charging belt and not the implant procedure. The patient subsequently was explanted due to an infection (please refer to MFR report # 3006630150-2016-01317).